Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that patient presented to clinic for routine 2 week postop appointment. Impedances were checked and noted possible short on contacts 7 and 15. No programs are currently using either of these electrodes, so reprogramming was not necessary. Patient is currently reporting 85-90% relief of chronic pain symptoms, so no changes were necessary. The issue was resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.